Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03936 and 3005099803-2024-03935 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on an unknown date. During the procedure, the first flange of the 10x15mm axios stent (the subject of this report) did not expand. Despite waiting, the flange remained unexpanded. The partially deployed stent was then removed from the patient, and a 20x10mm axios stent (the subject of MFR. Report # 3005099803-2024-03935) was attempted. However, the first flange of this stent also did not expand, resulting in the stent's dislocation. The details of whether the stent was fully deployed, and its method of removal remain unclear. Ultimately, the procedure was successfully completed with the placement of a double pigtail plastic stent. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system was returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded with two stent wires broken. A dimensional inspection was performed, and the stent was measured to be within specification. No other problems were noted with the stent and delivery system. Taking all available information into consideration, the investigation concluded that the observed problem of broken stent wires was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problem. The reported event of stent first flange failure to expand cannot be confirmed. Based on the available information, there is not enough information to confirm the reported event; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03936 and 3005099803-2024-03935 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on an unknown date. During the procedure, the first flange of the 10x15mm axios stent (the subject of this report) did not expand. Despite waiting, the flange remained unexpanded. The partially deployed stent was then removed from the patient, and a 20x10mm axios stent (the subject of MFR. Report # 3005099803-2024-03935) was attempted. However, the first flange of this stent also did not expand, resulting in the stent's dislocation. The details of whether the stent was fully deployed, and its method of removal remain unclear. Ultimately, the procedure was successfully completed with the placement of a double pigtail plastic stent. There was no patient complications reported as a result of this event.